Event description:
It was reported by the field svc center that the ventilator's o2 blender solenoids #1, #3, and #4 were not operating. The reported problem occurred during svc and the ventilator was not connected to a pt.